Event description:
It was reported that upon interrogation the atrial lead exhibited noise. The patient is dependent and would be monitored. No intervention had been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.